Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted parastomal hernia repair surgical procedure, the monopolar curved scissors instrument's coating on the end of the shaft/wrist joint had chipped away. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was found to have a visible surface scratch/abrasive mark on the proximal end of the tube extension. The scratch/abrasive mark was 0.08" x 0.03" in length. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected and nothing out of the ordinary was noticed. The damage was on the instrument and not the tip cover. No fragments fell and no functional issues. A backup instrument was used.

Event description:
Refer to h10/h11 for follow-up information.